Event description:
It was reported that the patient underwent a revision procedure due to one of the cylinders perforated the urethra cause an obstruction with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and one cylinder was explanted.